Manufacturer narrative:
Additional information a2, a3, a4, b3, b5, and b7. Correction provided in d10 and g4.

Event description:
Additional information was provided by the clinic manager. The patient was in treatment at home on (B)(6) 2025 utilizing the liberty select cycler. The patient was in the last cycle drain phase when she was found with no vital signs by her granddaughter. 911 was called. When first responders arrived, it was determined the patient was deceased. No resuscitative efforts were administered. The patient was transported to the funeral home. The cause of death was determined to be cardiac arrest related to existing comorbid conditions. No problems were reported with the liberty select cycler. The death was not related to use of the liberty select cycler or other fresenius product(s).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient event of death. However, there is no documentation of a causal relationship between the patient death and use of the liberty select cycler. It is unknown if the patient was found deceased or if resuscitative efforts were administered. The patient¿s cause of death was not provided. Dialysis patients are at extraordinarily high risk for death with cardiac disease being the major cause of death and the single, largest, specific cause of death being attributed to arrhythmic mechanisms or sudden cardiac arrest (sca). Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s death.

Event description:
It was reported that this patient passed away while connected to the liberty select cycler on (B)(6) 2025. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation a visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as received with reduced dwell) simulated treatment was performed and completed. Valve actuation test passed. System air leak test passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
Additional information was provided by the clinic manager. The patient was in treatment at home on (B)(6) 2025 utilizing the liberty select cycler. The patient was in the last cycle drain phase when she was found with no vital signs by her granddaughter. 911 was called. When first responders arrived, it was determined the patient was deceased. No resuscitative efforts were administered. The patient was transported to the funeral home. The cause of death was determined to be cardiac arrest related to existing comorbid conditions. No problems were reported with the liberty select cycler. The death was not related to use of the liberty select cycler or other fresenius product(s).